Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV fluid leaked out of the tubing port while the curos cap was attached. There was no report of patient harm.